Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 10.8cm to 10.9cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing dependent patient presented for extraction of the right ventricular lead due to noise, after unsuccessful programming interventions. The physician suspected the cause of noise was that two leads accessed through the same cephalic site. The lead was explanted and replaced without difficulty. There were no patient consequences.